Manufacturer narrative:
The authorized third party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device they were evaluating was providing low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.